Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe circuit boards were reseated, the candlesticks regreased and high voltage and filament calibrations were performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system would shut down and reboot without command. There is no report of pt injury.